Event description:
Thirty-five minutes after treatment initiation, the patient experienced symptoms of palpitations, chest tightness, and discomfort due to sweating. No additional details were provided.